Manufacturer narrative:
The investigation determined that negatively biased phyt quality control results were obtained from the vitros 5600 analyzer. The investigation could not determine a definitive root cause. However, the phyt slide lot in use or an instrument related event could not be ruled out as contributing factors. An ocd field engineer optimized and verified adjustments to the immuno wash subsystem. Calibration with an alternate phyt slide lot has resolved the issue.

Event description:
A customer observed negatively biased vitros phyt quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. Patient samples were not affected during the interval that the biased phyt quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)